Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the environment of the facility and not the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac reviewed the location of the electrosurgical system for interventional endoscopy (erbe) and confirmed that it is on the cv-190 tower with approximately 8 feet from the projection monitor. Tac evaluated the location of the power cord and the erbe was plugged into the same outlet as the projection monitor. Tac instructed the customer to plug the erbe into a different outlet and circuit. A follow up was made and the customer confirmed that the issue was resolved and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a projector monitor blacks out for a few seconds when using it with the evis exera iii video system center simultaneously. However, the cv-190 did not black out. The event occurred during a cautery procedure and there was no patient harm or user injury reported due to the event.